Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a grip ring dislodged. This failure likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Additional observation(s) related to customer reported complaint included the instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged.

Event description:
It was reported that prior to starting a da vinci-assisted low anterior resection surgical procedure before the patient was under anesthesia, the vessel sealer extend (vse) instrument jaws would not open. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported.